Manufacturer narrative:
A saber rx (8mm x 4cm x155cm) percutaneous transluminal angioplasty (pta) balloon catheter was inserted. It inflated at six atmospheres pressure (atm) during its initial inflation. However, the balloon did not inflate normally when attempting to reach eight atm. The pressure would not raise to eight atm. The saber pta balloon catheter was removed, and balloon rupture was confirmed by contrast media leakage. There was no reported patient injury. The lesion was the common femoral artery which had ninety-nine percent stenosis. The vessel level of angulation, calcification and tortuosity is mild. The saber pta balloon was replaced with a new same size saber rx balloon catheter and it inflated to eight atm. A stent was implanted, and the procedure was completed. Initially, a guidewire crossed the lesion. The device was prepped normally per the instructions for use (IFU). The same indeflator was used successfully with other devices. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 82168836 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of ninety to ninety-nine percent stenosis may have contributed to the reported event and damage to balloon material may have occurred when attempting to cross the stenosed lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (82168836) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta (8 mm 4 cm155) balloon catheter was inserted. It inflated at 6-atmospheres pressure (atm) during its initial inflation. However, the pressure was not raising after it was inflated at 8-atm. The saber pta balloon catheter was removed and the balloon rupture was confirmed. The rupture was confirmed by contrast media leakage. There was no reported patient injury. Therefore, the saber pta balloon was replaced with a new same size saber rx balloon catheter and it inflated at 8-atm. A stent was implanted and the procedure was completed. The lesion was the common femoral artery which has 99% stenosis. The vessel level of angulation, calcification and tortuosity is mild. Initially, a guidewire crossed the lesion. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally due to the rupture was confirmed by contrast media leakage from balloon. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. There was no part of the device fractured, separated inside the patient body. There was no part of the device migrated inside the patient body. The device was removed intact (in one piece) from the patient. There was no patient injury. There is no procedural film/cd available for review. The device will not be returned for evaluation as the device was discarded due to patient¿s infectious disease.